Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (400s). The pump supplies were changed and corrective boluses were delivered via the pump. The customer alleged that the pump was not delivering the boluses. A partial system check was performed and no issues were identified; however, the customer still alleged the pump was not operating as expected. The customer declined to complete the system check. The customer had short acting insulin for back-up therapy.